Manufacturer narrative:
Per tandem¿s t:flex user guide, ¿always confirm that the decimal point placement is correct.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump suggested a bolus amount of almost double of what the customer normally takes. The customer did not deliver the bolus. Reportedly, the customer received this replacement pump and was entering the settings on their own. The customer's blood glucose level was not impacted. It was noted that the customer's healthcare provider had the correction factor as 1:2 mg/dl and the customer inputted 1:2 mg/dl. T:connect pump data showed the correction factor as 1:20 mg/dl and it was reported that the settings have not been changed. The customer changed the correction factor setting from 1:2 mg/dl to 1:20 mg/dl.